Event description:
Pt called lifescan to report that their meter gave them inaccurately high readings, which required treatment in the ER for hypoglycemia. In 2002 pt had symptoms of feeling sweaty, shaky and their heart was pounding fast. Pt tested their blood sugar and obtained a 135 mg/dl. Pt felt that their reading was actually lower than the 135 mg/dl and ate a couple of cookies. Pt was still not feeling well and called 911. Paramedics arrived shortly after and tested pt on their meter (brand unk) and obtained a 23 mg/dl. Pt was taken to the ER and was treated with IV glucose. Pt was released two hours later. Pt does not remember their blood sugar prior to being discharged from the hospital. Customer service checked pt's test strips, which were in good condition. Code on the meter matches the code on the test strip vial. Pt's control solution had been opened for more than 3 months. Customer service was unable to resolve the issue and sent pt a new meter and control solution.